Event description:
The consumer reported a false positive result with the covid-19 at-home test compared to a negative pcr test result. On (B)(6) 2022 at 6:30 a.m., the consumer performed covid-19 at-home test and the result was positive. On (B)(6) 2022 at 9:00 a.m., the consumer had a pcr test and the result was negative. The customer's symptoms include body aches and cough since (B)(6) 2022. The customer has been quarantined and not going in for work. No other information can be provided. No additional information about treatment and outcome was provided.

Manufacturer narrative:
Initial reporter occupation: occupation is patient/consumer. The case was sent to the manufacturer for investigation. Potential causes of sample deviation and poor reproducibility can be due to mucous membranes present in the nose, mucin and iga act as a bridge between capture and detector, which may cause non-specificity. In general, the rapid ag test result should not be the sole basis for the diagnosis; depending on the situation confirmatory testing is required (pcr). The investigation could not identify a product problem.